Event description:
Pt underwent a lumbar arteriogram with runoff. The sheath was inserted in the right common iliac artery and extended to the distal abdominal aorta. Attempted dilatation of balloon demonstrated immediate leakage of contrast. Balloon was withdrawn with significant resistance at the stent level. The stent and sheath were subsequently withdrawn as a unit, with significant resistance and bleeding. Hand compression of the femoral artery was applied, followed by insertion of a second balloon stent. Pt was transferred to the or for repair of arterial laceration to the right common femoral artery with a right common femoral and right external iliac endarterectomy. Following surgery, the pt's condition was satisfactory, with hosp discharge 4 days later. MFR's rep was present during the initial procedure. Rep stated that the "balloon ruptured at low pressure." Cause of rupture is unknown at this timedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: component failure, component failure, telemetry failure, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.